Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No prime/fill anomaly noted during test. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600 mg/dl which was treated with syringe. Customer's current blood glucose was 200 mg/dl. Customer reported that insulin was squirting out" during the manual prime process . Troubleshoot was performed and customer states they are stuck in rewind complete or bolus delivery loop. Insulin pump will be return for analysis.